Event description:
Patient was implanted with a depuy asr hip implant on his left side on or about (B)(6), 2008. Patient experienced persistent and worsening pain at the site of the implant. Additionally, patient complained of weakness in the left hip and the sensation that the hip was giving away. It was also noted that the hip at times, seizes, causing a painful catching sensation and that the patient hears an audible sound at the site of the implant as a result. He also has elevated cobalt chromium levels. Patient will eventually need a revision surgery if the symptoms do not subside. ***update: (B)(6) 2011 - the sales rep has reported the revision surgery. Patient was revised due to pain.

Event description:
Litigation papers allege: patient was implanted with a depuy asr hip implant on his left side on or about (B)(6), 2008. Patient experienced persistent and worsening pain at the site of the implant. Additionally, patient complained of weakness in the left hip and the sensation that the hip was giving away. It was also noted that the hip at times, seizes, causing a painful catching sensation and that the patient hears an audible sound at the site of the implant as a result. He also has elevated cobalt chromium levels. Patient will eventually need a revision surgery if the symptoms do not subside.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.